Manufacturer narrative:
The customer's test strips were returned and were escalated for failure analysis. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. All testing with the returned strips produced acceptable results and no strip defects were observed. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's test strips were returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant non-reproducible glucose results tested with an accu-chek inform ii meter serial number (B)(4) compared to another accu-chek inform ii meter (B)(4). Meter testing from 16:03 p.m. To 17:34 p.m. Were performed on meter serial number (B)(4). At 16:03 p.m., the patient¿s glucose result was 48 mg/dl. The nurse did not believe the reading as the result was too low. At 16:05 p.m., the patient¿s glucose result with a different finger was 51 mg/dl. The patient was provided an orange with added sugar and applesauce. At 16:18 p.m., the patient¿s glucose result was 51 mg/dl. The nurse consulted the physician regarding the results. The physician directed the nurse to test the patient an hour after dinner. At 16:34 p.m., the patient¿s glucose result was 44 mg/dl. At 17:34 p.m., the patient¿s glucose result was 44 mg/dl. The nurse did not believe the result and obtained a different meter. At 17:37 p.m., the patient¿s result with a different meter and different finger was 84 mg/dl. The same vial of test strips was used for testing. The result of 84 mg/dl from meter serial number (B)(4) was determined the correct result.